Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The ps1 and ps2 power supplies were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent loss of live imaging. There is no report of injury or death associated with the event described in this complaint.